Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced device damage while still considered operable. The following information was provided by the initial reporter: staff was using primary tubing and upon opening the package and pulling it out for use, staff noticed the tubing was broken between pump insertion site and bag insertion site. No harm was caused to the patient.

Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced device damage while still considered operable. The following information was provided by the initial reporter: staff was using primary tubing and upon opening the package and pulling it out for use, staff noticed the tubing was broken between pump insertion site and bag insertion site. No harm was caused to the patient.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes; d.9. Returned to manufacturer on: 08-mar-2022. H.6. Investigation: one sample was received for quality investigation. The customer complaint of component damage - no leak was verified by visual inspection. Evaluation of the sample received show that the most proximal y-site smartsite separated from the infusion set tubing at the outlet port of the smartsite. Further examination of the separated location indicate a lack of solvent location at the joint location. A device history record review for model 2426-0007 lot number 21129004 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause for the issue seen in this complaint is a lack of solvent applied between the y-site smartsite and the infusion set tubing, making it easy to separate. The manufacturing site has opened CAPA#3974230 to further investigate this issue and take measures to mitigate this failure in the future. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of component damage - no leak with lot #21129004 regarding item #2426-0007.